Event description:
It was reported by the customer that while attempting to dispense medication using the pyxis medbank es system, they encountered an issue where they needed to request a medication. Additionally, upon trying to access the system, they discovered that the drawers were offline. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawers were offline. The technical support specialist discovered that the drawers were offline and unable to access the issue. Guided the customer in rebooting the cabinet by utilizing the power switch. The system functioned as intended after troubleshooting.